Event description:
Reviewed episodes illustrated atrial rate approx 480ms and mode switch rate programmed to 17lbpm. Ffrw oversensing noted prior to detection causing mode switch. Reviewed settings and suggested programming partial+ blanking on to help prevent ffrw oversensing. Only 2 episodes detected, hcp will continue to monitor for increased episodes. Patient is in advanced care facility and difficult to bring to office. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).